Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with complaints of shocking sensations in the chest and shoulder area. A chest x-ray was performed and the right ventricular lead dislodgement was confirmed. The pacing and high-voltage therapy functions of the pulse generator were turned off. The patient continued to feel the shocking sensation, despite pacing and therapy functions being disabled, and was discharged.